Manufacturer narrative:
Additional devices implanted and involved in this event: pxa260300/06184864, pxc201000/06624268 and pxc201400/7002674). (B)(4). Concomitant medical products: the patient¿s medications include; allopurinol, levothyroxine, aspirin, nortriptyline, omeprazole, plavix, zyrtec, triamterene-hydrochlorothiazide and crestor.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified a type ii endoleak continuing to be perfused from the inferior mesenteric artery and multiple intercostal lumbar arteries. Reportedly, the diameter of the aneurysm measured 14.4 cm, compared to a measurement of 6.7 cm in 2010. On (B)(6) 2016, an open surgical repair was performed whereby all four previously implanted gore® excluder® aaa endoprostheses were explanted due to continuing aneurysm enlargement. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), states adverse events that may occur and/or require intervention include but are not limited to, endoleak and continued aneurysm enlargement. Further, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.